Event description:
It was reported the patient was implanted the day prior to the report and was currently unable to get the programmer to work. With assistance, the patient was able to sync with the device and a ¿call your doctor¿ icon was seen in addition to a power on reset (por) message. The patient could not clear the por and they were unable to adjust stimulation. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).